Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that insertable cardiac monitor (icm) exhibited signal artifacts and was sensing intermittently. No intervention was performed, the physician elected to continuously monitor the patient. There was no patient consequence reported.